Event description:
Patient reported "I experienced a sudden change in my breast. On the second day, it felt like a water balloon burst inside my chest. Since then, the breast has changed in shape and feels different. I am concerned this an implant rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.